Manufacturer narrative:
(B)(4). Date sent: 5/28/2024. D4: batch # a9cz25. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished ec60a, with lot/batch number a9cz25, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of esophagectomy performed? Where was the anastomosis created? What anastomotic technique was used? How are the staplers utilized in the anastomosis? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. Is the surgeon interested in speaking with ethicon medical and engineering staff? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats esophagectomy procedure, patient who identified with leaks at gastro esophageal anastomotic site post-operative state. Upon more enquiry they mentioned that no technique or no gst reloads choice is changed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Additional information was requested and the following was obtained: what type of esophagectomy performed? Robotic 2 field tte. Where was the anastomosis created? Anastamosis done at thoracic cavity what anastomotic technique was used? Side to side. How are the staplers utilized in the anastomosis? Manual echelon gun with gst60b reloads fired as per the standard techniques used for anastomosis. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? We do not routinely perform a leak test or perform an endoscopy to visualize the anastomotic site unless clinically indicated. How many days postoperative did the leak occur? 7 th day. How was the leak identified? Clinical and CT. What was observed at the site of the leak upon reoperation? Localised intra thoracic collection at anastamotic site. How was the leak addressed? Conservative prolonges nct in situ. Were there any issues experienced with the device in the initial surgical procedure? Not technically. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Yes, relaod and staple mal formation. Were there other contributing patient factors? Please explain. No. Please provide a timeline of events. Day 1 surgery. Day 7 leaks identified. Day 9 corrective measures to address leaks.